Event description:
A customer reported experiencing "intense" bleeding approximately one hour after sensor insertion, which led to detachment of the sensor. The customer subsequently experienced symptoms of hypoglycemia described as shivering, dizziness, and dehydration. The customer was hospitalized from (B)(6) 2019 with hypoglycemia and treated with "2 drips of glucose". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device manufactured date) has been updated based on returned product download. Visual inspection has been performed on the returned sensor patch (serial number (B)(4)) and no issues were observed. The pack and applicator have not been returned the returned sensor plug was observed to be properly seated in the mount. Removed sensor plug assembly to perform a visual inspection, and no issues were observed. An extended investigation has been also performed and determined that there was no indication that the product did not meet specifications. The DHR (device history review) for the libre sensor kit was performed and the DHR showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Therefore, no malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing "intense" bleeding approximately one hour after sensor insertion, which led to detachment of the sensor. The customer subsequently experienced symptoms of hypoglycemia described as shivering, dizziness, and dehydration. The customer was hospitalized from (B)(6) 2019 to (B)(6) 2019 with hypoglycemia and treated with "2 drips of glucose". There was no report of death or permanent impairment associated with this event.